Event description:
Rptr was hurt in 1991 and had screws put in back 10/20/92. Since that time rptr has not been able to do anything. He can not bend, lift or stoop. Rptr told dr before he released him that left hip and leg was hurting, but he said that there should not be any reason for back or hip and leg to be hurting. Rptr has not had back x-rayed since he released him. Rptr sometimes feels some thing moving in his back. Rptr does not know if the screws are what is causing problems.